Event description:
A 28mm (device was being used during a low anterior resection. After completion of eea, a check was done with a rigidsigmoidoscope. A large leak was discovered, upon exam of anastamotic site a separation of proximal and distal ends was found. Exam of these ends revealed complete absence of any staples. The procedure was repeated with a different device of the same kind and in the second procedure staples were properly installed.